Manufacturer narrative:
The event of headache is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:"she believes her implant has ruptured" and having head, chest, and arm pain." This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported rupture on an unknown side. Patient additionally reported "having head, chest, and arm pain." Device remains implanted.